Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinders and reservoir were not returned. The pump was visually inspected and functionally tested. No leaks and no visual abnormalities were found upon inspection. The pump did not pass activation testing. Based on the information available and analysis results, analysis of the pump did confirm a mechanical issue but was unable to confirm a hole/perforation as the tubing was not returned for analysis.

Event description:
It was reported that two weeks before the operation, the patient experienced the product was not working properly. As a result of inspection, it was confirmed that there was a crack in the right cylinder tube of the inflatable penile prosthesis (ipp). The pump was replaced. There were no patient complications. After the surgery, the patient improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that two weeks before the operation, the patient experienced the product was not working properly. As a result of inspection, it was confirmed that there was a crack in the right cylinder tube of the inflatable penile prosthesis (ipp). The pump was replaced. There were no patient complications. After the surgery, the patient improved.